Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump buttons was not responding. Customer¿s blood glucose level was unknown at the time of incident. Customer states they are unsure if they pressed a button down for 3 minutes or longer. Customer states that down button has issues but not as significant as the up button. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device was tested with all buttons functioning properly. No corroded on keypad traces and stuck button noted during testing. The keypad connector was inspected and fully locked on lcd board. No ramping numbers noted on the display. (B)(4).